Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The image of the driveline was provided. The patient recently had a driveline communication fault alarm. The patient received a system controller exchange at that time and the alarm resolved. From the photos of the driveline connect at the last modular cable exchange the vad coordinator felt that a cleaning might need to be done. A driveline modular cable cleaning was scheduled for (B)(6) 2025 to be completed in the emergency room.

Event description:
Log files were taken prior to the cleaning on (B)(6) 2025. There were no driveline faults in the log files and there were no unusual events seen. The device was operating as expected prior to the cleaning. The cleaning was then performed and the log files were provided. The modular cable replaced at the cleaning was lot #10055831 and a replacement modular cable was requested. The new modular cable and system controller given were 10674168. Thus far the log files showed no further driveline communication faults and the data appeared normal. There were no incidents during the cleaning. The patient was able to tolerate the 4 pump stops of 54.58 sec, 47.71 sec, 47.67 sec and 47.75 sec. Some of the green residue in the connector was able to be removed. The excised modular cable would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had no symptoms bit the ventricular assist device (vad) had been continuously alarming "driveline communication fault". The customer reported recently switching the patient's backup system controller (2916596-2024-52455). The log files were reviewed and showed a driveline communication fault on (B)(6) 2025 for about 1 hour the length of the log file. It was recommended that the system controller and modular cable be exchanged if the patient could tolerate a pump stop. No other unusual events were seen in the log files and the pump was operating as expected. Tech services additionally noted that it was recommended that the modular cable and system controller be replaced with a new "out of box" system controller and new modular cable. Log files should be sent for review after the exchange and there should be 25 power cable disconnects performed to enable the system controller to record new events. It was noted to be sure the periodic log file was set to the lowest interval for obtaining a new set of log files. It was also requested if a picture of the modular cable connector could be taken on both the modular cable and patient side. The system controller and modular cable were exchanged resolving the alarms. The log files were sent in for review. The log files were reviewed and captured routine events. There were no notable alarms post exchange and it was recommended that alarms continue to be monitored for. There appeared to be a green spot of corrosion on the pump side of the driveline that may need cleaning. A modular cable cleaning may be scheduled later at the discretion of the vad coordinator. There were no other unusual events seen within the log files. The lot number of the exchanged modular cable was 10039367. The modular cable and system controller were to return. The cause of the green fluid in both the modular cable and driveline were unknown. The patient was discharged home on (B)(6) 2025 and had not yet scheduled a cleaning with their hospital that manages them. System controller (B)(6) was then returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: review of the submitted images revealed corrosion within the pump cable inline connector that could have resulted in the reported driveline communication fault alarms; however, a specific cause for the corrosion could not be conclusively determined through this evaluation. The submitted and downloaded controller event log files revealed continuous driveline communication fault alarms captured on (B)(6) 2025 while the patient was connected to system controller (B)(6), as well after switching to their backup controller, (B)(6). The onset of the alarms was not captured in the log files. Another system controller exchange was observed later that day on (B)(6) 2025 when (B)(6) was put into use following the initial exchange to (B)(6). After the driveline was connected to (B)(6), the driveline communication fault appeared to have resolved. Additionally provided information revealed that the driveline communication fault alarms returned and that abbott technical services completed a pump cable inline connector cleaning and exchanged the patient¿s system controller and modular cable on 11jun2025. During the cleaning, the green residue in the pump cable inline connector was reportedly removed. Following this cleaning, the system controller (B)(6) was put into use. Review of the additional submitted log files revealed that the system controller (B)(6) was again put into use sometime in between (B)(6) 2025. No notable events or alarms were captured while the pump was connected to (B)(6) from 01jun2025 - 11jun2025. The reoccurrence of the driveline communication fault alarm was unable to be confirmed. Additional log files revealed that the driveline was then connected to a new system controller (B)(6) at 14:34:19 on (B)(6) 2025, consistent with the reported pump cable inline connector cleaning and system controller exchange performed on (B)(6) 2025. Review of the lvad event log file captured four pump resets on (B)(6) 2025 while the pump was connected to (B)(6), appearing consistent with abbott technical services¿ report of the patient tolerating four pump stops while cleaning the pump cable inline connector. No other notable events or alarms were captured throughout the log files, and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 6 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.